Event description:
User alleges there was blood leakage from the lower port of heat exchanger once they connected di set to pt line after priming. As they tried two disposables but failed, they did blood transfusion manually, squeezing the blood bag with hands. Occurred at beginning of procedure. N/s and prbc were connected; it was possible to infuse them a little bit. System 1025 pressure chamber was used, thus, it was 3000mmhg. No adverse effect to pt. Is shown on the end of the aluminum tube.